Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown.

Event description:
The user facility reported that a physician observed what he called ¿water droplets¿ on the inside of our 14 french impella cp dilator. There was no delay as this was observed prior to the case. An impella pump was not used as the doctor did not deem it necessary. No patient involvement was neeeded.